Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation oversensing of noise was seen on the right atrial (ra) channel. Boston scientific technical services (ts) was consulted and reviewed the electrogram (egm). Upon review, ts noted the device was oversensing the minute ventilation signal. Once the respiratory rate trend was programmed off there was no more noise. It was noted that the ra lead impedance measurements had been within range for a year and no out of range impedance measurements had been seen during in office testing. The device and lead remain in service with the minute ventilation programmed off. No adverse patient effects were reported.